Event description:
Patient presented at hospital as a victim of a vehicle strike. The patient sustained multiple severe injuries and was hypotensive in the emergency department with a positive fast exam. An introducer sheath was placed in the ed without ultrasound. The patient was transferred to the operating room (or) for a laparotomy, where they discovered a central retroperitoneal hematoma. The clinician attempted supra celiac clamping, then remembered they had the sheath in and placed an ER-reboa catheter with no difficulty. The catheter functioned appropriately and controlled bleeding from the superior mesenteric artery, inferior vena cava and other mesenteric bleeding. The bleeding was controlled and the abdomen was packed. The clinicians on the case were unsure how long the ER-reboa balloon was inflated. Upon arrival to the ICU, the patient was noted to have absent bilateral femoral pulses. The patient was transferred to CT for angio and the distal aorta clotted. Vascular surgery was called, took the patient to the or and sutured the infra renal intimal flap and restored flow. The vascular surgeon had to perform bilateral above the knee amputations. The patient ultimately died. The clinicians on the case were unsure exactly what happened, but attributed the patient's ischemic injuries and ultimate death to a likely combination of initial injury, chronic disease of the patient's aorta and the balloon/sheath. The clinical team concluded that a hospital medical device report was not necessary given the severity of the patient's injuries. The trauma medical director on the case stated that the use of the ER-reboa catheter contributed to, but did not cause, the patient's death.